Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device by manufacturer: on 22-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse verified the issue and cleaned and flushed sample nozzle. Fse also cleaned and lubricated cup pick-up assembly, completed general cleaning, cleaned and lubricated rails, and verified sample nozzle z-height alignment and checked cup pick up alignments. Fse then performed cup pick-up test and ran daily start up and ran controls #cea, lot #39 and several test to verify no errors. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-1800la analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was clogged sample nozzle.

Event description:
On (B)(6) 2016, a customer reported air detected during diluent suction error 2181 with their aia-1800la analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.